Event description:
A 17 year-old female, was originally implanted on april 15, 1996. Her system functioned normally over the next two years. On january 1, 1999, while playing with her sister, pt hit her head on the corner of a wall directly at the implant site. It is unknown whether or not device functionality ceased at the time of impact or later. Pt was seen at the implant ctr on january 8, 1999 for complete device evaluation. Testing conducted at the center confirmed her system was no longer functioning. Revision surgery took place on january 15, 1999. Pt was reimplanted with another clarion.